Event description:
While prepping the coil, it became lodged in the catheter during the prep of the device. Manufacturer response for large volume coil, ruby soft coil 2mm x 4cm (per site reporter). Clinical site is contacting the rep directly to return the device.